Manufacturer narrative:
One sample was received by our quality team for evaluation. The sample had no defects in the cylinder, stopper, or plunger, and no leaks; therefore, the reported incident could not be verified. A review of the internal manufacturing device records for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. Based on the quality team's investigation, a root cause could not be determined. Operating personnel will still be notified of the incident. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd syringe had leakage. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Complaint number(s): (B)(4). Product sku: 26001 - dnosyr 3ml l/l, (B)(6)- dnqsyringe 10ml ll bns, (B)(6)- dnqsyringe 5ml ll bns. Product lot number: unknown. Complaint details: good morning, all. I have been notified as of this morning (B)(6) 2025 that three of the physicians at our facility have reported syringes specifically from out procedure trays (B)(6) have been leaking. There are no reports of any other of our syringe supplies having this issue, it just seems to be the syringes that are in the trays. It is not one size syringe; it appears to be randomly all of them.

Manufacturer narrative:
This supplemental is for clarification of the purpose of this submission: 9614033-2025-00071 was submitted as bd was able to verify the manufacturing site for unknown MDR submission 2243072-2025-00550. The site in 2243072-2025-00550 was franklin lakes due to the product being unknown. When the sample was received, a marking on the barrel of the syringe identified it as a cuautitlan product. 9614033-2025-00071 was submitted to update the site legal name and have the proper MFR number.

Event description:
No additional information.